Event description:
It was reported that bd vacutainer® k2 edta (k2e) 3.6mg blood collection tubes labels are peeling off. This occurred on 12 occasions before use. The following information was provided by the initial reporter: material no. 367841 batch no. Unknown. It was reported that labels are peeling off and some have come off of the tube. Complaint description: labels are peeling off and some have already peeled off. Customer received product like this for multiple cases and bd is aware of issue.

Manufacturer narrative:
Investigation: bd had not received samples or photos from the customer facility for evaluation; therefore, the investigation was limited. Additionally, bd was unable to determine the specific lot number associated with this complaint. Therefore, a review of the device history record could not be conducted. However, bd has initiated further investigation relating to this issue through a CAPA. The investigation is still on-going and improvements will be made as the potential causes of this issue are identified.CAPA: 1064141.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Medical device expiration date: unknown. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that bd vacutainer® k2 edta (k2e) 3.6mg blood collection tubes labels are peeling off. This occurred on 12 occasions before use. The following information was provided by the initial reporter: material no. 367841, batch no. Unknown. It was reported that labels are peeling off and some have come off of the tube. Complaint description: labels are peeling off and some have already peeled off. Customer received product like this for multiple cases and bd is aware of issue.